Event description:
It has been reported to company that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the balloon to 6mm to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and noticed that the occlusion balloon was deflating. The physician inserted the aspiration catheter and aspirated the particulate from the vessel. The physician deflated the balloon and removed it from the patient. The patient is reported to be fine.